Event description:
In 2008 cage (capstone of medtronic) implantation in level l4, l5 and stabilization with dynabolt l3-l5. The cage moved posteriorly and caused some trouble to the pt that required revision and replacement of the cage. In revision surgery on approx four months later, the dynabolt stabilization was opened and distracted to provide some space to the disc level to be revised and the cage to be exchanged. In the opening procedure one silverbolt/dynabolt cap got opened without any resistance at all. The cap was not (fully) fixed and the rod/pedicle screw interface was not tight at all. So the cage got dislocated and moved posteriorly causing the revision. During the surgery, there was identified a piece of metal in the pt nearby the posterior stabilization. It was found and explanted - it was the tip of the silverbolt/dynabolt tissue splitter. This caused no trouble to the pt."

Manufacturer narrative:
As of this date, the subject device have not been rec'd by the MFR. Absent the devices, no comprehensive investigation can be conducted, nor can cause (s) for the reported events be confirmed.